Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that four infusions set fell off due to which hyperglycemia and traces of ketones occurs within 48 hours of use. High blood glucose level was displayed high and was treated by correction injection via mdi. Patient replaced infusion set and resumed insulin successfully. No further information was available